Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Ultrasound confirmed rupture but found no breast abnormalities. Testing will be conducted to confirm no alcl. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, one curved opening, brown particles material was found on the shell and fold creases. A weight test of the device was verified, and the device was within specification. A microscopic analysis was performed which identified, one opening crease sharp, stress marks and wear abrasion. Based on the device analysis, the final assessment is: one opening crease sharp in the side posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.